Manufacturer narrative:
According to the customer, the motor in the middle of the bed is broken. There is physical damage as there is now a piece that is broken off. They were raising the head section of the bed when they heard a popping noise, and the head section of the bed went down but the foot section stayed raised. Per the customer, they have neck, back, and knee pain due to this but did not seek medical attention. No additional information at this time. There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
According to the customer, the motor in the middle of the bed is broken. There is physical damage as there is now a piece that is broken off. They were raising the head section of the bed when they heard a popping noise, and the head section of the bed went down but the foot section stayed raised.